Manufacturer narrative:
The ge service rep reseated the pcbs and connectors. He several boot ups and fluoros. The system functions as intended.

Event description:
The customer reported that the system displayed no x-ray. No pt injury was reported.